Event description:
It was reported that during an ap resection procedure, the device displayed a hand piece error. The staff tried cleaning the blade with a wet swab and it snapped off in their hands. All parts of the blade were recovered. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.